Event description:
It was reported that the physician's tablet usb cable was not working. A replacement cable was provided to the physician. The malfunctioning usb cable is expected to be received for analysis, but has not been received to date.

Event description:
Information was received from a company representative on 05/14/2015 that the cable is lost and will not be returned. The replacement cable resolved the issue.